Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation and failure to deliver stent). (Related to operational context) root cause is most likely procedural related. (Deformation problem). Evaluation conclusions: (related to operational context) root cause is most likely procedural related. Inherent risk of procedure ¿ (stent deformation and failure to deliver stent). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent but resistance was met, when the device was removed stent damage was noted. A new device was used to complete the procedure. Evaluation summary: the stent had moved slightly distally and was partially covering the distal marker band. The 14th to the 16th distal segments were raised and deformed. Crimp impressions were evident on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).